Event description:
Reporter stated the guidewire (stylet) broke through the device during insertion. The device was removed. There was no illness. Injury or medical intervention resulting from the event. One pt involved.